Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with a proglide device was attempted via 20fr sheath in the right common femoral artery (rcfa) using the preclose technique prior to a thoracic endovascular aneurysm repair (tvar) procedure. Reportedly, one of the proglide sutures pulled through the artery. A stent and balloon were used in the rcfa to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. Although the name of the physician was provided, it is unknown if the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.